Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had low blood glucose. Customer's blood glucose was 22 mg/dl. Ems was called. Customer was diagnosed with celiac disease in august 2015. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.